Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a skin reaction with inflammation/swelling, pustules, infection, hot, pain/discomfort and felt raised skin starting from the needle puncture wound and spread to the elbow. The patient visited his doctor, and the doctor visually diagnosed the patient to have cellulitis. The patient stated he had tests, and he said he is not immuno-compromised. The doctor had prescribed an oral antibiotic (bactrim 1000 mg), and he was to take it two times a day for 5 days. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).